Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6); (B)(4).

Event description:
Note: please refer to MFR report 3005099803-2022-05627 for the associated device. It was reported to boston scientific corporation that an advantage fit system and upsylon y-mesh device was implanted into the patient during a robotic-asissted supracervical hysterectomy, bilateral salpingectomies, sacral colpopexy, tvt and excision of prior old tvt, rectocele repair, cystoscopy, bilateral reduction of the labia procedure performed on (B)(6), 2019 for the treatment of uterovaginal prolapse and stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was transferred to recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.